Event description:
Additional information was received from the customer that the balloon fell off upon advancing into the airway. The entire balloon was retrieved intact with the use of forceps. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5 and h6 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00168. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the balloon of the bronchovideoscope fell off inside the patient. The balloon was then retrieved with the use of another scope and the procedure was completed with a similar device. Additional information was requested but not available at this time. There were no further reports of patient harm.